Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a metallic wire is present in the myometrium of the uterus, consistent displaced contraceptive coil') and device expulsion ('a metallic wire is present in the myometrium of the uterus, consistent displaced contraceptive coil') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scratch, bruise, abortion, shortness of breath, dyspnea exertional, ear pain, uterine dilation and curettage, weight gain, hearing loss, hemorrhoids, pharyngitis, constipation, allergic rhinitis, irregular menstruation, insect bite nos, irritable bowel syndrome, abdominal pain, low back pain, pelvic pain, difficulty sleeping, amenorrhea, anal fissure, blood in urine, ovarian cyst, nabothian cyst and uterine fibroid. Concomitant products included acetylsalicylic acid (aspirin) since 2015, atorvastatin since 2013, buspirone since 2013 and pravastatin sodium (pravalon) since 2013. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pelvic pain ("pain"), 9 months 31 days after insertion of essure. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), groin pain ("left/lower side of groin") and rectal haemorrhage ("rectal bleeding"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with fluconazole (diflucan), ibuprofen, ibuprofen (midol) and surgery (hysterectomy full, right and left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, dyspareunia and rectal haemorrhage outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, groin pain, vaginal discharge, fatigue and pelvic pain had resolved. The reporter considered abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, groin pain, headache, menorrhagia, migraine, nausea, pelvic pain, rectal haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: didn't take on both sides,; on (B)(6) 2011: occlusion of right fallopian tube, not of left fallopian tube, apparent obstruction of the right fallopian tube, patent left fallopian tube with essure device in place. Free spillage int the peritoneal cavity. Per mr; on (B)(6) 2011: both sides closed off, total bilateral occlusion. Initially hsg test showed failure to close but everything looked good/was closed off following her last hsg test.¿ apparent bilateral fallopian tube obstruction. No peritoneal contrast spillage observed. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: groin pain, lower abdomen pain, rectal bleeding, vaginal bleeding, yeast infection, vaginal discharge, dyspareunia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: metallic wire is present in the myometrium of the uterus, consistent with a displaced contraceptive coil. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received. This case became valid after the addition of specified event from pfs. The previously reported event injury was replaced with events from pfs: abnormal bleeding (vaginal, menorrhagia); infection (bladder/urinary tract/vaginal) type: urinary tract/yeast infection; apareunia (inability to have sexual intercourse); bladder or urinary problems or changes; migraines / headaches; nausea; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse);groin pain; vaginal discharge; fatigue, cramping. Event from mr: metallic wire is present in the myometrium of the uterus, consistent with a displaced contraceptive coil. Outcome of the events were updated. Patient's medical history and concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.